Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior descending artery that was 100% stenosed. Lesion was pre-dilated with a balloon and stented with a 2.75x15mm xience prime at 16 atmospheres (atm). Fluoroscopy after stenting revealed dissection at the distal end of the stent. The dissection was treated using another xience prime. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.